Event description:
It was reported that the drive support cap was loose. It was stated that the customer had bumped the insulin pump against the bath tub a week ago. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with crack on reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.